Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implant will not charge. The patient reported that when the controller is unplugged, the controller will connect, and it will find the implant but when the recharger is plugged in and they try to charger the implant it doesn¿t charge the implant. A replacement controller was requested. The patient reported that they received a received the replacement recharger (rtm) tried to use it to charge but they tried for 20 minutes at a time, holding it still but the middle part was getting hot, so they let it cool down and tried again 30 minutes later, they tried for 10-15 minutes and it got hot again. The patient reported that the implant inside of got ¿super hot¿ during recharging. The patient reported that for a for a couple of months now, they have been in extreme pain in the ins area and the pain feels like ripping for a minute then will die down. The patient reported that a diagnostic was run and they were able to get the implant to charge and was getting stimulation. It was reported that the manufacturer representative met with the patient and with the new rtm patient is successfully recharging with ins at 36% and excellent coupling. It was reported that the patient was now charging and fine.